Event description:
A 24mm x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of coronary artery disease and edema. It is reported that the diameter of the proximal non-aneurysmal aortic neck measured 16.3mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 120mm. The iliac vessel morphology is unknown. It is reported that an aortic extension cuff was placed due to inaccurate placement of the bifurcated stent graft which caused an aortic leak. The hypogastric artery was unintentionally occluded. It is reported that there was a successful outcome with "exclusion of the aneurysm." Further information from the facility is pending.